Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the up arrow keypad button has been sticking for the past month. The patient reportedly wears the pump on a belt with a pump skin, and does not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1. Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow, down arrow and contrast buttons had intermittent response and required multiple presses to evoke a response. The ok button had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.